Event description:
It was reported the pt has not charged the scs ipg for at least a year. The ipg is unable to establish communication with multiple external devices. The pt may not seek a replacement due to other health issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.